Manufacturer narrative:
Concomitant medical products: bd 20ml & 50ml syringe, therapy date: (B)(6) 2016. The customer¿s report of a malfunction after the devices were bumped by a clinician was confirmed. Physical inspection noted the devices to be in good condition however all iui connectors on the pcu and two affected syringe modules were contaminated and showed signs of corrosion. Review of the pcu event log shows that the 4 channel disconnect alarms occurred during infusions between the dates of (B)(6) 2016. The first channel disconnect occurred on (B)(6) 2016 at 5:36pm. During an infusion of morphine channel a ((B)(4)) registered as removed (loss of power) then immediately regained powered and reconnected as channel a. The infusion was restored and restarted. Channel b ((B)(4)) was in an idle state. Another channel disconnect alarm occurred on (B)(6) 2016 at 10:06pm. Both channels a (infusing morphine) and b (in an idle state) registered as removed. Both devices powered on immediately after the alarm and the infusion on channel a was restored and restarted. A third channel disconnect alarm occurred on (B)(6) 2016 at 8:14am, with both channels a and b registering as being removed. Channel a was in an idle state; channel b was infusing midazolam. Both modules immediately regained power, and the infusion on channel b was restored and restarted. A fourth channel disconnect alarm occurred 4 hours and 17 minutes later at 12:31pm; both channels a (idle) and b (infusing midazolam) registered as being removed. After this channel disconnect alarm, neither channel a nor channel b registered as being connected. The midazolam infusion was programmed to continue on the concomitant syringe pump on channel d. The infusion continued for 5 hours and 18 minutes, and at 5:49pm the system was powered down. During testing with physical manipulation a channel disconnect alarm on both channels was replicated (loss of power), and then both immediately powered back on. The cause of the customer¿s report of a malfunction after the devices were bumped was determined to be contamination of the iui connectors.

Event description:
The customer reported that during an infusion of versed via syringe pump on an ICU patient, the nurse bumped the pump and less than one minute later the device alarmed for an unspecified "malfunction." The device shut down and could not be restarted. The customer provided event and error logs for the pcu and four modules; no information was provided for infusion status on any of the other three modules. There was no known harm to the patient.